Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (resets) was confirmed. Review of the downloaded data flags confirmed the reset in the field on (B)(6) 2017. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. The noise propagation may intermittently cause a reset of the pxa processor on the c/a board. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the patient's electrode belt had released gel and that the monitor had reset on (B)(6) 2017. Review of the patient's downloaded software flag data and long term ECG data indicated that the patient was treated on (B)(6) 2017. The monitor delivered a treatment at approximately 07:03:29 am. The ECG recordings indicate that the patient was in nsvt at 220 bpm around 5:49 am. At 07:02:35 the lifevest detected and alarmed for an arrhythmia. The longterm ECG recording indicates that the patient was in nsvt transitioning to vf. The patient's rhythm prior to the treatment was vf. The monitor reset after the treatment was delivered and the immediate post-shock rhythm is unknown. The ECG recording shows that the patient's rhythm was recorded as nsvt prior to device deactivation at 9:16 am. The details of the patient's activities at the time of the event are unknown. It was reported that the patient was in a hospital following the event. The lifevest appropriately treated the patient. There were no reported injuries and no adverse events resulting from the event.